Manufacturer narrative:
On 5/23/2019, mentor received additional information that per MRI both the patient's implants were ruptured. However, on 6/6/2019, mentor received another additional information saying that the patient has been given the wrong information by their doctor and that the both of their implants were actually not ruptured. On 5/29/2019, mentor received additional information that the correct serial number of the suspect medical device was (B)(4). Mentor became aware that the initially reported serial number was actually the concomitant device's serial number: 275cc mentor smooth round moderate plus profile saline catalog: 3502275 lot: 6619903 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent primary breast augmentation with a 275cc mentor smooth round moderate plus profile saline breast prosthesis on the left side, experienced deflation post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.